Event description:
While troubleshooting for an unrelated alarm, the technical service representative (tsr) discovered that a home patient (hp) disconnected a supply bag and then proceeded to reconnect the supply bag back onto the supply line. The home patient (hp) was connected to the device during the disconnection and reconnection. The tsr explained proper aseptic procedure with the hp. The tsr then advised the hp to end therapy and contact their registered nurse (rn). There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the home patient disconnected a supply bag then reconnected the supply bag back onto the used supply line. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.